Event description:
The manufacturer received information alleging that at vitalaire korea, when a device is provided to a specific patient, repeated vent inoperative or vent service required alarms occur, resulting in the device being retrieved and replaced. This report documents that a ventilator inoperative alarm occurred on a trilogy evo korea device. No harm or injury was reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging that at vitalaire korea, when a device is provided to a specific patient, repeated vent inoperative or vent service required alarms occur, resulting in the device being retrieved and replaced. This report documents that a ventilator inoperative alarm occurred on a trilogy evo korea device. No harm or injury was reported. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. During the assessment, the technician noted the presence of a ventilator inoperative alarm associated with error code evt_mach_flow_drift_high, indicating that the machine flow sensor drifted above specification. After attempting to power on the device and confirming the ventilator inoperative condition, the technician cleared the error code using raspsim. The device settings were reviewed and recorded. The unit was then connected to a test lung and operated for approximately 2.5 hours without issues or alarms. The device was subsequently connected to a trilogy evo mfts, where the technician verified passing results for the relevant test steps. The evt_mach_flow_drift_high error code was not reproduced during testing at the pil. The device was disassembled for internal inspection. No pinched or blocked tubing was observed. Inspection of the machine flow sensor revealed foreign material consistent with contamination from external sources. Based on the findings, the technician determined that the trilogy evo device entered a ventilator inoperative state due to error code evt_mach_flow_drift_high, which was caused by contamination of the machine flow sensor. Additionally, during the initial external visual inspection of the suspect trilogy evo unit, some light scratching to various sides of the device were noted. The reported failure of the machine flow sensor drift is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.